Event description:
The biomedical engineer (be) reported that the external pulse generator (epg) had a self-test error; the battery was removed and the error cleared. The be forced the error by pressing one of the keys during the self-check time frame of the epg. The be cleared the error several times by removing the battery; all keys appear to be functioning as expected. The epg remains in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.